Event description:
Pt had been getting high blood glucose readings on suspect device (300-500mg/dl) for 2-3 days. She took extra insulin based on these results at 11am and did not eat anything the rest of the day. She took a nap and did not awake. The emergency med technicians tested her blood glucose as 41mg/dl. She was given an intravenous line and is now doing better.